Manufacturer narrative:
F8: na- MFR did not receive a medwatch report from user facility. F10: patient code: (corrected) 2200 (other) - incision enlargement, unlabeled. F10: device code: 1766, labeled. H3: prodcut evaluation results: evidence of surgical residue. One of the hapitcs is twisted and one haptic is bent.

Event description:
The lens broke the capsule when unfolded in the eye. The incision was enlarged from 3.5 mm and the lens was removed. It is unknown if a vitrectomy was performed (account could not provide info) as a result of the broken capsule.